Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working indicating blank display. Customer also reported that there was crack on insulin pump case. It is unknown is automode feature was in use at the time of the event. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify s/w due to blank display. Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.